Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with (B)(4) bluetooth device was performed and passed. Transmitter functional testing was performed and passed relevant testing. Performed share tool data log review and the allegation is confirmed because a loss of connection occurred within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.